Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and its associated effects. Voluntary medwatch report #- mw5065736.

Event description:
Dexcom was made aware on 10/25/2016, that on (B)(6) 2016, the patient experienced no alerts from the g5 mobile application and a hypoglycemic event. The patient reported that their blood sugar was falling and that the g5 mobile application failed to alert at both 90 mg/dl and 55 mg/dl. Patient stated that they were experiencing low blood sugar symptoms and attempted to treat them. The patient's hypoglycemia resulted in a seizure and black out. Patient's alarm then went off at 40 mg/dl. Patient stated it was the first time they had ever had a seizure or blacked out. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no alarm from the g5 application was confirmed. The root cause was determined to be patient misuse/error as the patient's alarm settings were set to mute.